Manufacturer narrative:
The creatinine reagent lot number was not provided. The albumin reagent lot number was 909757. The urea reagent lot number was 927815. The expiration dates were not provided. The field service engineer found that the vacuum path was contaminated. He replaced a vacuum valve and cleaned the vacuum path. The cuvette fill volumes were checked, and performance testing was completed. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. Example 1 initial creatinine result was <10, and the repeat result was 70.8. The unit of measure was not known. Example 2 initial albumin result was <3 g/l, and the repeat result was 27.4 g/l. Example 3 initial urea result was 1.67 mmol/l, and the repeat result was 21.1 mmol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.